Manufacturer narrative:
(B)(4).

Event description:
Patient presented to clinic for one year follow up visit and upon interrogation it was noted that the left ventricular lead exhibited loss of capture. The device was reprogrammed and good threshold. The patient was stable and discharged after clinic check.